Event description:
A patient reported blood glucose results of "224 mg/dl and 286 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.

Event description:
A patient reported blood glucose results of "224mg/dl and 286 mg/dl" with a lifescan meter, performed within 10 minutes of each other.based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dlm thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.